Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for head/brain injury and intractable spasticity. They believed that the patient was experiencing underdose. They were on vacation and beginning the day prior this report date, patient had been extremely itchy, spastic and had clonus. There were no pump alarms. The on call health care professional had recommended that they give patient oral baclofen. Patient was given oral baclofen at 4am and it calmed the symptoms but did not resolve things. No interventions were mentioned. Additional information was received from the health care professional on 2016-aug-19. Underdose was confirmed. Troubleshooting was performed; side port access and flush ¿flow improved¿, the flush was moderate to maximum hand pressure against plunger" actions/interventions; oral baclofen, then pump replacement. The cause of underdose was not determined. The underdose symptoms were resolved. The session data report as examined on (B)(6) 2016 indicated that the baclofen concentration was 2000 ug/ml, dose per day was 455.3 ug/day. Estimated elective replacement indicator (eri) was 31m. Per the inpatient consultation, on (B)(6) 2016, the patient was seen in the emergency room for baclofen withdrawal; patient developed increased tightness, clonus of his left lower extremity (lll), itching, agitation and restlessness overnight (the night of (B)(6) 2016). Per the emergency room doctor, the patient¿s family stated that the patient had a pump revision in the past (see MFR report# 3004209178-2016-17929) and baclofen overdose in the past (see MFR report # 3004209178-2015-16698) because of change to flex dosing. The patient had a "curve at the tip of the catheter in the thoracic region that was like a shepards hook". The patient was given a dose of oral baclofen at 4am and he improved with his itching but his t one remained high. After his second dose , he improved a bit more but his tone was still not at his baseline. Physical examination revealed that the patient was calm, no acute distress, pleasant and cooperative throughout the visit, mucous membrane was moist, had regular cardiovascular rate, no respiratory distress, abdomen was soft, intrathecal therapy business (itb) in right lower quadrant (rlq), non-distended, not tender, no clubbing, cyanosis or edema. Patient had fluent speech, followed all commands and answered questions appropriately. "Mas 3 in l ef/ff/wf/shadb/ke/kf", non sustained clonus in left ankle. Creatine kinase (ck) was trending down; it was 233 at 11:51 and 187 at 16:14. Patient was on a simple continuous mode of delivery for his baclofen dose. Pump was interrogated and reflected a remaining volume of 4.8ml. Pump site was clear and the incision line was well approximated. The refill procedure notes indicated that the pump site was prepped in a sterile fashion per the manufacturers protocol with povidone iodine swabs, the reservoir was accessed with the 1.5 inch 22 gauge non-coring needle on the first attempt. 5.2ml of old drug was removed without difficulty. The reservoir was then filled with 40ml of 2000 mcg/ml which was drawn up into a/two 20ml syringe through a filter straw and then infused into the reservoir through a 0.22 micron filter attached to the baclofen syringe. No complications occurred with the procedure. The patient tolerated the procedure well. Hemostasis was noted at the access site. The programmer was updated to reflect the new reservoir volume of 40ml and then used to update the pump. The catheter access port aspiration procedure note indicated that the area to be addressed was thoroughly cleaned with betadine swabs and then draped. Using the manufacturer¿s catheter access port kit, the 10ml syringe was attached to the available tubing and to the shorter of the two purple color coded needles. The pump was in the right lower quadrant of the abdomen. The catheter access port was palpated without difficulty, port was entered without difficulty at first attempt, and successful needle positioning was confirmed by positioning firmness and immovability of the needle from side to side and by metallic scraping of the needle at the base of the port. Using a 10ml syringe, 8ml of clear fluid was aspirated and obtained, it was likely a mixture of baclofen and cerebrospinal fluid. The flow was impeded/mildly impeded. The tube was clamped, syringe disconnected and a 10ml syringe containing preservative free normal saline was connected. They then attempted to infuse the saline into the catheter access port and they were able to inject 5ml of saline using moderate to maximal hand pressure against the plunger. The syringe, tubing and needle assembly was removed and placed in the sharps container. Pump was reprogrammed to present a priming bolus of baclofen to the cerebrospinal fluid. Baclofen telemetry information (current) indicated that the patient was in the emergency room in itb withdrawal. The estimated volume was 4.8ml and actual was 5.2, dose was 451.8 delivery mode was simple continuous, alarm date was (B)(6) 2016. Baclofen telemetry information (update) indicated that refill after the cap and reservoir check, the estimated volume was 40ml, and actual was 5.2ml, the dose was 495.3, delivery mode was simple continuous, alarm date was "(B)(6) 2016." According to the pump management notes, the pump was interrogated and reprogrammed increasing the dose x 10% as noted in the telemetry section. Impression was itb withdrawal, spastic hemiparesis due to traumatic brain injury (tbi) and history of itb revisions in the past. Discussions and recommendations; itb withdrawal, creatine kinase ck was at 233 on admission, it improved to 187 with oral baclofen. The reservoir was accessed and volume was similar to the one established by the programmer. Catheter side port was accessed and they were able to withdraw clear fluid however unable to push without significant effort saline, pump reservoir was refilled with 40ml of baclofen. The rate was increased by 10%, they were to continue oral baclofen and trending the ck level. It was noted that the patient was in need of pump and catheter revision due to the cap study performed. Patient demographics; blood pressure 133/73, (B)(6). No known allergies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.